Event description:
It was reported in 2008, a stent assisted coiling procedure of a left internal carotid artery aneurysm. While attempting to deploy the subject device (stent), the outer shaft fractured. Resistance was noted when removing the subject device. The procedure was completed with another device of the same type. The patient was stable post procedure and did not suffer injury.

Manufacturer narrative:
Follow up requests for additional information have been unanswered to date. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.